Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis for lumbar spinal canal stenosis. Plif therapy was performed at l4/5. It was reported that during the postoperative follow-up it was revealed that the cage was backed out. The cage has protruded about 5 mm posteriorly from the posterior wall. There was no patient symptom & the patient was under observation in hospital. There are no plans for additional surgery at this time.